Manufacturer narrative:
The ventilator was tested on-site by our field service engineer. At first start up, the ventilator displayed a "the breathing sub-system version is incompatible. Insert pc card and restart the ventilator to install software" message. The software was reinstalled, and after that, the ventilator started up correctly. The ventilator passed the functional and safety checks, as well as the pre-use checks tests. The device logs were downloaded and sent back for evaluation. Evaluation of the device logs showed that the reported issue had been generated several times. The message indicates a problem with the control printed-circuit board (pcb) which is part of the breathing sub-system. The customer has been informed that our recommendation is to replace the control pcb, but no part has been replaced or returned for further investigation. Our conclusion is, that the reported issue was caused by a faulty control pcb.

Event description:
(B)(4).

Event description:
It was reported that the ventilator would not start. There was no patient involvement reported. (B)(4).